Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal 2,000mcg/ml, 30.2mcg/day, for intractable spasticity. The patient experienced pain from (B)(6) 2014 to (B)(6) 2015. At pump refill on (B)(6) 2015 the patient received an increase in baseline [dose] to 35.2mcg/day. On (B)(6) 2015 the patient was hospitalized. A kub x-ray was performed and the patient was diagnosed with a paralytic ileus. The healthcare provider (hcp) at the hospital felt the patient's pump dose increase was causing the paralytic ileus. A local hcp was being sought out to decrease the patient's pump dose (the patient's managing hcp was seven hours away). The patient's medical history includes cerebral palsy and rhett syndrome. The complete drug information, other medications, pertinent medical history, cause of the pain, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a consumer indicated the patient suffered paralytic ileus due to the dosage being too high in (B)(6) 2015. The pump dosage was reduced three times.